Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would no longer take a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The patient was re-implanted with MRI compatible ipg. The explanted ipg was not returned.